Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation wil be updated should further info be provided.

Event description:
Boston scientific received info that this pt was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The pt's axillary and xyphoid incisions did not heal properly. There was evidence of oozing from the electrode incision with no erosion. The pt was treated with intravenous antibiotics. The pt was on dialysis and developed c-difficile. The recently implanted s-ICD device/electrode system and chronic transvenous pacemaker/leads system were explanted without incident.